Manufacturer narrative:
Continuation of d10: product ID#: 97755 serial#: (B)(6). Product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID#: 97755. Serial/lot #: (B)(6). UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) found there was a recharge antenna failure, poor recharge quality error. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) that was implanted with an implantable neurostimulator (ins). It was reported that they had to have the ins reprogrammed as recommended by a healthcare provider (hcp), so they called somebody that they had dealt with in the past who was very good about it. Pt stated that the recharger (rtm) cord got real hot where the cord met the paddle. Pt stated that they were talking to a manufacturer representative (rep) about this and that the rep told them to call the manufacturer for a replacement rtm. Pt confirmed that there was no apparent damage to the rtm. Pt stated that the rtm burned their skin and that the rtm didn't leave a mark, but they thought that if they left the rtm on long enough that the rtm would leave a mark. When asked for the event date, pt stated that the device worked well for a year and then it kind of quit working; pt was very difficult to understand clearly at this point of the call; it was understood that the pt stated that this issue happened before and that they couldn't remember when but they set the device aside since last december and then started running the device again maybe a month ago; pt stated that the issue started at least within the last month, however they couldn't recall. Pt confirmed notifying the rep of the reported issue in person last week. An email was sent to the repair department to replace the rtm. Additional information was received. It was reported that the rep was never notified of the rtm burning issue. The rep also noted that there was not an issue with the rtm or ins that they were aware of and the device was working fine when they met with the patient when the rep reprogrammed it. The patient called the rep after and said it was working great.